Event description:
It was reported that the bd maxguard¿ pressure rated extension set with y-site(s) came apart. The following information was provided by the initial reporter: "extension set came apart"

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mx5301 lot number 22109039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ pressure rated extension set with y-site(s) came apart. The following information was provided by the initial reporter: "extension set came apart."